Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to withdrawing the wire back through a metal needle or cannula. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The user reported that a portion of the wire jacket sheared off inside the patient's neck while trying to get access to the jugular vein. The location of the jacket was verified via CT scan. The physician decided to leave it in place.